Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device as the device was not functioning. The cuff was not replaced, only pump and balloon were replaced. There were no patient complications.

Manufacturer narrative:
A1. Patient identifier updated. A2. Date of birth updated, age at time of event, and unit of measure - age updated. A3. Sex updated. B5. Describe event or problem updated.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device as the device was not functioning. The pump and balloon were replaced. There were no patient complications.